Event description:
Hill-rom received a report from a hill-rom technician stating the brakes on the device would not hold. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The hill-rom technician found the brakes not holding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the casters to resolve the issue. Based on this information, no further action is required.